Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unvca12stf universal 12 stdfix cannula (lot#j5d2882y); box08588v1, box magenbypass kit (lot#0231792306); unvca12stf universal 12 stdfix cannula (lot#j5d2882y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure using three 12mm trocars from the gastric bypass kit, the following issues were identified: a damaged seal on the trocar/cannula and a broken obturator/trocar. At the beginning of the procedure, the mandrel of the trocar did not engage the sleeves as usual and could not be inserted as expected, although the trocars were ultimately placed. During the procedure, a very small piece of plastic seal, approximately 1-2mm in size, fell into the patient's abdominal cavity and was immediately retrieved directly from the abdomen. Postoperatively, it was determined that the missing piece originated from one of the three 12mm trocars. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was received intact. The seal housing, circular seal, stopcock, duckbill seal, and cannula appeared intact. Functional testing found that the device passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. The obturator was inserted into the cannula and removed smoothly. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within the specifications for this product. It was reported that the seal was damaged. The reported issue was confirmed. The most likely cause was determined to be supplier related. Internal process improvements have been initiated to mitigate this issue. It was also reported that the component disengaged and insertion through port was difficult. The reported issues could not be confirmed. The likely cause for these conditions could not be determ ined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.